Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact on the customer¿s blood glucose level. The device was set to be returned, and a replacement pump was provided to the customer.